Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for his daughter via phone call that he was hospitalized due to diabetic ketoacidosis on (B)(6) 2017 9pm with blood glucose of over 600 mg/dl, patient's current bg: 250 mg/dl. Customer reported that insulin was coming out of the pump when reservoir was taken out and pump turned over. The patient experienced symptoms of diabetic ketoacidosis. The patient was treated with IV drip. Customer reports they have contacted their healthcare professional regarding the high blood glucose level. The patient was not wearing the insulin pump during the hospitalization. Customer is not calling back to perform an hp test . The insulin pump will not be returned for analysis.